Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the surgeon that the needles were breaking of the swedge with no pressure applied and they were handed to him correctly. They were able to retrieve the needles and completed the case with another one. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 9/30/2024. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm how many needles broke off the swedge during this patient procedure. Were there any patient consequences? Please clarify, where were the needles retrieved from? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.